Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. Mechanism of the guidewire breakage: based on past knowledge, the following reproductive tests have been conducted for the guidewire fracture. It is recognized that there is a regularity in the state of the core wire depending on the mechanism leading to the fracture. Pulling load in one direction: the outside diameter of the core wire has been diminished toward the fracture end. Pulling load to the test sample kept in a loop shape: the fracture end of the core wire has been curved and the fracture surface is rough. Repetitive bending load: the fracture end of the cores wire is not flat and dimple pattern is observed on the fracture surface. One-way torque load to a test sample kept in a curved shape. The fracture end of core wire is straight and not tapered, and radial pattern is observed on the fracture surface. IFU states: f any resistance is felt or if the tip's behavior and/or location seems improper, stop fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. It is likely that one of the loads in the investigations was applied to the product. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Terumo medical received mw5101649. The event description states: "wire broke off inside patient. Was able to be retrieved."

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information received in section b5, to update sections e4 and g2. Mw5101649 has been provided in the file attachments.

Manufacturer narrative:
Weight - (B)(6) kg. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: nurse manager. (B)(4). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the shipping inspection record of the involved product code/lot# combination was conducted with no findings. Please see MDR (B)(4) for the importer report. (B)(4).

Event description:
The user facility reported that the radifocus wire broke off in patient. The broken wire was retrieved from patient and there was no harm to patient. There was no patient injury, medical/surgical intervention required. The patient's condition was good. The procedure outcome was a success. Additional information was received on 22feb2021. The procedure being performed for the patient when the wire breakage occurred was a right lower extremity diagnostic angiogram; bypass graft superficial femoral artery to posterior tibial artery. They were able to retrieve the wire during the procedure. The patient's condition was stable.